Manufacturer narrative:
A review of the available information was performed. The results of this evaluation suggest that this valve meets all dimensional and functional inspection. Initially reported, an onxaap-21 sn (B)(4) was implanted in a (B)(6) year old female (B)(6) 2016. The patient was diagnosed with "spontaneous subdural hematoma with 2cm midline shift" on (B)(6) 2016 (62 days post-implant). Anticoagulation reported to be warfarin with an inr of 1.2 on (B)(6) 2016. The aspirin checkbox was not marked on the report. Treatment consisted of a craniotomy with evacuation of the subdural hematoma on (B)(6) 2016. The event was marked as fully resolved. A subdural hematoma is a collection of blood between the tough covering of the brain (dura) and the surface of the brain. The primary danger is compression of the brain that can lead to severe symptoms including death. Most commonly the result of trauma, such as falls or blows to the head, they are termed "spontaneous" if a cause cannot be identified. Anticoagulation increases the risk. Unfortunately, we don't have any information preceding the event-whether or not the patient had experienced any trauma to the head, an acute circumstance, or a chronic condition such as slow bleeding-so we cannot determine with any certainty whether or not the valve had any association to the event. We also do not have sufficient information to ascertain the effect of her anticoagulation therapy, although the low inr suggests the patient had discontinued taking warfarin. The instructions for use (IFU) for the on-x ascending aortic prosthesis lists hemorrhage as a potential complication for recipients of the valve. The objective performance criteria lists a rate of major hemorrhage for rigid valve recipients of 1.5%/pt-year [iso 5840:2005]. Root cause for this event is unknown blood collection between the surface of the brain and its dura covering. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to updated information, onxaap-21 sn (B)(4) implanted in (B)(6) year old female (B)(6) 2016. Patient diagnosed with "spontaneous subdural hematoma with 2cm midline shift" on (B)(6) 2016 (62 days post-implant).

Manufacturer narrative:
Updated information, product code (onxaap-21), and serial number (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, a patient with a "headache found to have spontaneous subdural hematoma with 2cm mid-line shift." Additional information indicated a 21mm aortic on-x valve was implanted (B)(6) 2016. Patient comorbidities included " endocarditis, also had prior aortic valve and ppm/ICD implanted." Patient¿s historic inr levels were 1.2 on (B)(6) 2016.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a patient with a "headache found to have spontaneous subdural hematoma with 2 cm mid-line shift." Additional information indicated a 21 mm aortic on-x valve was implanted (B)(6) 2016. Patient comorbidities included " endocarditis, also had prior aortic valve and ppm/ICD implanted." Patient's historic inr levels were 1.2 on (B)(6) 2016.